Manufacturer narrative:
If information is provided in the future, a supplemtal report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection with sepsis. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. The rv lead was explanted.